Event description:
Patient was to receive heparin drip of 25,000 units in 500 cc's of dsw at 20cc per hour. Upon nursing rounds at 4:00 a.m. On 7/28/94, it was found the infusion pump was set at 20 cc's per hour and had started at midnight. Approximately 300 cc's of heparin solution was left in the bag, indicating the patient received 200 cc in 4 hours instead of 80 cc's in 4 hours.